Event description:
The initial reporter questioned high results for multiple patient samples tested for elecsys troponin I stat (troponin I stat) between a cobas e 411 immunoassay analyzer and a cobas 6000 e 601 module. The following are examples of discrepant results for 2 patient samples: patient 1 initial result from the e601 module was less than 0.1 ng/ml. The sample was repeated approximately 30 minutes later on the e411 analyzer and the result was 0.244 ng/ml. Patient 2 initial result from the e601 module was less than 0.1 ng/ml with a data flag. The result from the e411 analyzer was 0.188 ng/ml.

Manufacturer narrative:
The e411 analyzer serial number is (B)(6). The customer is using the same reagent lot number on both instruments. Qc was acceptable for both instruments. The investigation is ongoing.

Manufacturer narrative:
The e601 module serial number was (B)(6) . For the e411 analyzer: calibration was last performed on 31-jul-2023 with acceptable results. For the e411 analyzer: no qc data was provided from the day of the event (07-aug-2023). Product labeling states: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." The field service engineer (fse) visited the customer site to check the e411 analyzer. Twenty cycles of prime sample/reagent pipettor and sipper were performed to rule out any contamination issues. Qc was found to be within range for all tests. Pinch tubes were replaced and photomultiplier tube adjustments and blank cell calibrations were performed. Instrument performance testing was acceptable. No instrument issues were identified. The field application specialist (fas) found the lower limit of the reference range was below the quantification limit. Product labeling states: "each laboratory should investigate the transferability of the expected values to its own patient population and if necessary determine its own reference ranges." The customer declined further investigation. Based on the information provided, a general reagent issue can be excluded. Calibration and qc data do not suggest a general instrument or reagent issue. The investigation did not identify a product problem. The cause of the event could not be determined.